Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that basal was not delivered as intended. Customer blood glucose level was approximately 102-300 mg/dl. Reportedly, humalog insulin was used and the customer used cartridges for 4 days. Tandem technical support educated the customer on insulin and cartridge labeling. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.